Event description:
It was reported by the rep that during a eptopic pregnancy, the device was fired and the cartridge fell apart and fell into the pt. Pieces of the cartridge fell into the pt but no pieces were removed. Unk how the case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.